Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was contaminated with mycobacterium chimaera. Laboratory report has been provided to livanova. Based on information retrieved under previous complaint from the same hospital, livanova learned that the device is placed outside the operating theater during use and treated as indicated in the instruction for use. The unit will be sent to manufacturer site for deep disinfection.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated. The type of bacterium was not specified. The customer requested deep disinfection to solve the reported issue. There is no known patient involvement.